Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for implantable cardiac monitor check, error message another programmer was used, the issue still existed. After a firmware download the device resumed normal function. The patient would continue to be monitored.